Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via email that an ar-9094-090l telescoping lag screw, left threaded (10.5 x 90 mm), did not display a positive green indicator line in the insertion handle when assembled. A second system was opened and exhibited the same issue. During insertion, the lag screw locking mechanism would not lock, and the black torque handle continued spinning without providing a torque-limiting release indication. The surgeon left the lag screw unlocked and remains implanted in the patient. This occurred during a femoral cephalomedullary nail insertion procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 16-jun-2026: the positive green indicator line was visible prior to insertion; however, it was not centered and covered approximately one-quarter of the indicator circle. The first lag screw was advanced into the subchondral bone and achieved fixation despite the locking issue. The lag screw could not be locked following implantation and remained implanted at the conclusion of the procedure. The surgeon elected to leave the lag screw in the unlocked state. No visible damage, debris, stripping, or deformation was observed on the insertion handle or torque handle. The lag screw locking ring was observed to be warped. The procedure was delayed approximately 10 minutes due to the reported issue and troubleshooting. No additional anesthesia was administered. The reporter stated that the locking issue occurred only with the left-threaded lag screw configuration. A right-threaded lag screw was subsequently tested and functioned as intended using the same insertion handles. Additional information was received on 18-jun-2026: the reporter clarified that only one ar-9094-090l telescoping lag screw, left threaded (10.5 x 90 mm), was implanted during the procedure and remained implanted in the patient in the unlocked state. The second trochanteric nail system that was referenced previously was opened on the sterile field during troubleshooting but was not implanted. The reporter further stated that two trays were opened on the sterile table and assembled prior to lag screw insertion in an attempt to evaluate and resolve the reported locking issue.